Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported cracks/breaks on the inflation port of the hub and the leak were confirmed. The production record review was performed and revealed no manufacturing nonconformities. The corrective and preventive actions (CAPA) review was performed and revealed CAPA issues related to the reported issue; indicating there is a potential product quality issue. A review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on the evaluation of the returned device and the review of the corrective and preventive actions (CAPA) database. Cracks/breaks at the inflation port of the hub were confirmed and subsequently the hub leaked, as reported. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the iliac artery. An 8x80mm armada 35 balloon dilatation catheter (bdc) was advanced into the anatomy; however, the hub was noted to be cracked. The bdc was removed and a new same sized armada was used and the procedure was completed. There was no adverse patient effects nor clinical delay. Subsequent to the initially reported information the device was received and the analysis revealed fluid was leaking from the noted crack located on the hub. Follow-up was performed and the account was unaware of the leaking hub. No additional information was provided.